Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via social media that they experienced prime/fill anomalies and failed battery test alarms on the insulin pump. Customer¿s blood glucose level was unknown; however, they reported that their a1c has increased to above 9. Customer advised they replaced the insulin pump with multiple new batteries however the issue remained unresolved. Customer advised the reservoir was loose and insulin would squirt out during prime. The insulin pump will be returned for analysis.